Event description:
(B)(6). According to the information received, a patient suffered a decubitus caused by a hernia bandage. At first the decubitus was treated with mepore (b.braun) and hydrotull however the treatment was changed to curimed sorbact compress and biatain silicone. After 7 days, the skin showed a strong red irritation under the silicone border with a foul smelling purulent secretion. The skin area was infected with grampositive cocci and staphylococcus. The patient was referred to a surgeon who cleaned the wound and changed the treatment to an antiseptic and mepliex wound dressing.

Manufacturer narrative:
The product was not available to be returned. An allergy test kit was requested it is unknown if an allergy test was conducted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed.